Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable cardiac monitor (icm) still had telemetry issues after getting a new monitor. The icm remains in use. No patient complications have been reported as a result of this event.